Manufacturer narrative:
There was no report or indication that the bed malfunctioned.

Event description:
The day after a patient was placed on a rotorest delta bed, the kci representative called the facility to follow-up on the patient placement, and the hospital staff stated there were no problems with the bed. A couple of days later, the kci representative went to the facility and found that the patient was not securely packed in the bed. The patient was a small adult and the kci representative stated that he was detailed in his training to the nursing staff regarding the need to securely pack the patient in the bed to prevent shearing and movement. The next day, the kci representative returned to the facility and found that the patient was not securely packed. After being on the bed one week, the patient developed bilateral wounds on the iliac crests. The wound care nurse indicated that the hospital staff told her that the location of the wounds corresponded to the packs on the beds. The wound care nurse further indicated that the wounds were necrotic and are now healing stage iii wounds. The kci representatives discussed their concern regarding the packing of the patient on the bed with the wound care nurse and the wound care nurse indicated that she will follow patients on these beds more closely to prevent this type of wound from recurring.